Event description:
In 2006, this patient was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. In 2008, this patient presented with severe back pain and exhaustion. A CT revealed aneurysm expansion at the distal end of the previously placed tg2810 device. A reintervention occurred the same day whereby a tg3115 was implanted within the distal end of the tg2810 device. The final angiogram showed good seal and successful exclusion of the aneurysm. The patient tolerated the procedure and is reported to be doing very well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.